Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an appendectomy, the stapler cut the surgical part, firing the reload, but did not staple the tissue. Another stapler was used to successfully complete the procedure. Surgery was not delayed and no fragments were generated. There were no patient consequences and no other medical intervention was required.